Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead: (B)(6) 2010. (B)(4). -

Event description:
It was reported that the patient passed out during a ventricular fibrillation (vf) episode with long duration. The episode had a long number of intervals (nid) to detect and fast r-r cycles, preventing anti-tachycardia pacing during charge. The event spontaneously terminated before a shock could occur. The vf initial detection was reprogrammed and the device remains in use. No further patient complications have been reported as a result of this event.